Event description:
Wife of home pt (hp) reports disconnecting solution bag on heater line spike of homechoice set after receiving "check supply line" alarm in drain 4/6. Wife spiked new solution bag onto heart line spike. Hp then discontinued treatment and set up new supplies. Healthcare professional (hcp) reports no pt injury or medical intervention as a result of incident.